Manufacturer narrative:
Product analysis: the device was decontaminated with cidex opa solution soak and tergazyme soak pending further device testing to support the final product analysis findings. The device returned with a hole to the balloon 4.2cm proximal to the distal markerband with the balloon material jagged at the hole site and pushed in at the site of the hole. The balloon folds were open. Blood was visible inside the balloon. A tactile test did not detect any further abnormalities along the length of the catheter. A 0.035inch guidewire was loaded via the distal tip and advanced with no resistance noted. Negative purge detected a presence of a leak on the device. The device was pressurized to 1atm, and a leak was observed from the site of the hole on the balloon. It was possible to inflate the balloon, however, the device did not maintain pressure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use impact admiral deb during procedure to treat a moderately calcified plaque lesion in the right proximal to distal superficial femoral artery (sfa) and popliteal artery (pop) with 80% stenosis. The vessel was little tortuosity. The vessel diameter and lesion length are 4mm and 100mm respectively. No embolic protection was used. A non-medtronic inflation device was used for inflation. Saline and contrast was used for inflation fluid. There was no damage noted to packaging. There was no issue noted when removing the device from hoop/tray. The device was prepped per IFU with no issues identified. It was reported that during balloon inflation, balloon burst occurred at 2-4 atm, during first inflation. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device. No additional intervention was done. Closed with closure device. The balloon was removed in one piece. No vessel injury was noted. There was no patient injury.